Event description:
It was reported a patient's atrial lead presented with inappropriate automatic mode switch (ams) due to noise. The atrial lead was also dislodged, discovered via fluoroscopy. The lead was capped and replaced in a procedure on 8 mar 2023. Post-procedure the patient was stable.